Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was dripping after releasing the act button. Through troubleshooting it was noted that the drive support cap was protruding. Customer's blood glucose reading at the time of the call was 120 mg/dl. Customer declined any further troubleshooting for low blood glucose readings. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads, minor scratched and cracked display window.